Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that as received, a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event. Further information was requested but not received.

Event description:
It was reported the atrial lead exhibited noise. The atrial lead was explanted. The patient condition was unknown.